Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer was not using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were high blood glucose. The customer's blood glucose level was 302 mg/dl and 272 mg/dl . The customer stated that they had positive result in ketone test. The customer also stated that they had symptoms like nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with bolus. The customer stated that they does not allege insulin pump was under delivery. The insulin pump will not be returned for analysis.